Event description:
It was reported that the device leak badly, causing a blood mess when inserting the IV (intravenous). There were delays in therapy or treatment. There was patient involvement, and no patient harm was reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. Device history record was reviewed and no discrepancies or abnormalities relevant to the complaint were identified. Per instructions for use (IFU), section 4.2 warnings states the introducer needle must not be reinserted inside the catheter once the needle has been partially or completely withdrawn as it may pierce the catheter. Premature removal of the introducer needle from the catheter can result in catheter shear upon insertion as reported by the complainant. The catheter is thin wall by design & needs the needle in order to thread properly into the vessel, with the needle acting as a guide wire during the process. Per instructions for use (IFU), section 7.2 states the clinician shall remove sheath in straight outward motion and inspect device and ensure the catheter hub and primary push-off tab are fully seated to the ribbed housing assembly prior to insertion. Failure to ensure the catheter hub is fully seated prior to use, can result in catheter high trim (over the heel), difficulty to insert, and dull needles as reported by the complainant.